Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial vein. A 6.0 x 40mm, 40cm mustang balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.